Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed, moderately calcified lesion in the moderately tortuous mid-left circumflex (lcx) artery. After lesion preparation, a multi-link 8 2.75x23 was advanced but failed to cross due to the tortuous anatomy. During removal from the anatomy, the stent delivery system met resistance with the guiding catheter, the stent struts became flared and the proximal hypotube separated into two pieces. There were no reported adverse patient effects and no clinically significant delay in the procedure. Another multi-link 8 was implanted successfully to complete the procedure. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017: excessive force. A visual inspection was performed on the returned device. The reported material deformation and material separation were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that while the multi-link 8 stent delivery system was being removed, resistance was felt and use of force was applied. It should be noted that the multi-link 8, coronary stent systems (css) instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na